Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri externalized conductors were observed on an already capped lead. There is no further information available on the lead. The patient was stable during and after the procedure and will be monitored with routine follow-up.